Event description:
It was reported that pump displayed cartridge alarm 20 while customer was using cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer, with assistance from technical support, loaded new cartridge using proper technique, was able to successfully reload previous cartridge and resume insulin therapy, and issue was resolved with no additional actions reported.